Manufacturer narrative:
Mr technologist identifier was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that an mr technologist sustained a complete tear of her rotator cuff while pulling the red emergency table release handle of an optima mr450w system. The technologist has undergone an MRI of the shoulder and an arthrogram which has confirmed the complete tear. She received a cortisone injection and is waiting to be seen by an orthopedic surgeon.